Manufacturer narrative:
Philips has investigated this complaint. The reported issue was that the system would not power on. The fse inspected the system onsite and upon troubleshooting found issue with host pc. So, fse reseated the host pc and found that the system booted normally. After which, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. The fse reseated the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.